Event description:
It was reported that a user observed rising glucose after announcing a meal and noted the insulin total displayed under the insulin icon did not change from 1.40 units, prompting education that the ilet was delivering small micro-boluses that had not yet summed to an additional whole unit and that early use requires a learning period. Symptoms included hyperglycemia with a reported glucose of 183 mg/dl and rising. Outcomes included resolution without medical intervention after continued ilet use, with the user later confirming expected performance and satisfaction. Investigation included review of the device¿s bionic report to confirm the dinner announcement and real-time counseling on system behavior, micro-bolus delivery, and optional safe-use steps if discomfort with elevated glucose occurred. Investigation of this case revealed no device malfunction, with insulin delivery operating as designed and user perception of unchanged displayed insulin attributable to micro-bolus accumulation below a whole unit threshold. It was concluded, based on previously established findings for similar reports, that the cause was use-related and due to expected adaptive algorithm behavior during the learning period. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.